Event description:
The bio-transfix implant broke in half post-op. Device was implanted during an anterior cruciate ligament (acl) procedure, performed in 2002. Pt experienced lateral pain in 2003. A MRI was performed in 2004 and the subsequent revision surgery occurred the following month. Pt was noted to be fully healed at the time of the procedure. Follow-up info obtained 2 months later revealed a satisfactory pt condition.